Event description:
This unsolicited case from united states was received on 19-may-2017 from a physician. This case concerns an adult female patient who received treatment with synvisc one injection and later after 1 day her one knee was badly inflamed, painful. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc one injection (dose, frequency, indication, batch/lot and expiration date not provided) bilaterally. On an unspecified date, 1 day after the injection, patient's one knee was badly inflamed, painful. The patient sought treatment at a local emergency room and was administered antiinflammatory drugs etc. On an unknown date, patient was recovered. Action taken: unknown. Corrective treatment: anti-inflammatory drugs. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns an adult female patient who received treatment with synvisc one injection and later after 1 day her one knee was badly inflamed, painful. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc one injection (dose, frequency, indication, batch/lot and expiration date not provided) bilaterally. On an unspecified date, 1 day after the injection, patient's one knee was badly inflamed, painful. The patient sought treatment at a local emergency room and was administered antiinflammatory drugs etc. On an unknown date, patient was recovered. Action taken: unknown. Corrective treatment: anti-inflammatory drugs. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48006. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization. Additional information was received on 01-jun-2017. Global ptc number and ptc results were added.